Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that communication could not be established with the clinician programmer or patient programmer. The patient was seeing the call your doctor messages with codes. The patient hadn't had therapy for about 7 months, beginning in 2015. The patient was not feeling stimulation. There was no allegation of dissatisfaction with implantable neurostimulator (ins) longevity. The patient was new to the medical practice and had their first visit on (B)(6) 2016, so they were not sure if this was expected depletion or not. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.